Event description:
Per the clinic, the patient experienced ear discharge for a long time even after medication. It was also reported that the patient experienced a bacterial infection in the middle ear which was treated with oral and IV antibiotics (date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.